Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the cause for the patient's infection was unknown and this was confirmed with physician. No further information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3888-45, lot# v127539, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead. Product ID: 3888-45, lot# v127539, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient had developed an infection and the entire spinal cord stimulator (scs) system was explanted. The date of the explant was on (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Device not evaluated because no device malfunction was reported in this event. Complaint is a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.